Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ins charge would only last not even two days; pt stated that this was really annoying since it would take like five hours to recharge the ins. When pss asked for the event date, pt stated that it had been probably like a year ago. The patient was redirected to their healthcare provider to further address the issue.